Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. The physician is planning to reposition the lv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947, implantable tachy lead, (B)(6) 2010; d224trk, implantable cardioverter defibrillator,  (B)(6) 2010. (B)(4).